Event description:
It was reported the threads on a monoblock cup inserter broke. There was no patient involvement. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h1; h3; h4; h6. Visual examination of the returned product identified signs of use and wear and tear. The proximal end of the inserter has some witness marks and discoloration, the shaft of the device has some scratches and scuffing and the leading threads on the distal end of the inserter are damaged/deformed. The material of the threads are pushed down or rolled over however the threads are not broken or fractured. Measurements of the inserter are conforming to the print specification. Review of the device history records identified no deviations or anomalies during manufacturing. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4 lot number, d9 return date, h2. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.